Event description:
This is the 2nd voluntary medwatch form we have filed for this problem. Arterial line transducer was tested prior to endarterectomy and was not working. Changed tubing and transducer twice before it functioned. Caused prolonged anesthesic time of add'l 15 min. This was reported to FDA & manufacturer a few months ago after a series of failures. We were told it was a lot number that was faulty and that all of these lot numbers were taken off the market. We received 8 cases of faulty lot numbers and experienced this failure.